Manufacturer narrative:
The nurse reported that the when she went to silence an alarm on this unit that the central nurse's station (cns) shut itself down. She was not sure if she hit any extra buttons or touched anything extraneous. The unit would not boot back up after this shutdown. Tech support (ts) called the customer to verify if the cns was up and running and was told that the cns was boot-looping. Ts informed her that often when we see a boot-loop like this after an unexpected shutdown, sometimes letting it reboot 5-6 times will resolve the issue. Allowed cns to reboot several time before cns booted normally and entered the software and returned to normal operation. When the cns went down, the staff ensured these patients were being watched alternatively, the duration of the downtime was less than 30min, no patient harm reported. Investigation conclusion: nk tech support reviewed the event details. No error messages were observed, and the system returned to normal operation after several reboot cycles. The behavior was consistent with a transient software or operating system instability following an unexpected shutdown. The root cause could not be determined. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 10/06/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 10/08/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 10/10/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The nurse reported that the when she went to silence an alarm on this unit that the central nurse's station (cns) shut itself down. She was not sure if she hit any extra buttons or touched anything extraneous. The unit would not boot back up after this shutdown. Tech support (ts) called the customer to verify if the cns was up and running and was told that the cns was boot-looping. Ts informed her that often when we see a boot-loop like this after an unexpected shutdown, sometimes letting it reboot 5-6 times will resolve the issue. Allowed cns to reboot several time before cns booted normally and entered the software and returned to normal operation. When the cns went down, the staff ensured these patients were being watched alternatively, the duration of the downtime was less than 30min, no patient harm reported.

Manufacturer narrative:
The nurse reported that the when she went to silence an alarm on this unit that the central nurse's station (cns) shut itself down. She was not sure if she hit any extra buttons or touched anything extraneous. The unit would not boot back up after this shutdown. Tech support (ts) called the customer to verify if the cns was up and running and was told that the cns was boot-looping. Ts informed her that often when we see a boot-loop like this after an unexpected shutdown, sometimes letting it reboot 5-6 times will resolve the issue. Allowed cns to reboot several time before cns booted normally and entered the software and returned to normal operation. When the cns went down, the staff ensured these patients were being watched alternatively, the duration of the downtime was less than 30min, no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 10/06/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 10/08/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 10/10/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The nurse reported that the when she went to silence an alarm on this unit that the central nurse's station (cns) shut itself down. She was not sure if she hit any extra buttons or touched anything extraneous. The unit would not boot back up after this shutdown. Tech support (ts) called the customer to verify if the cns was up and running and was told that the cns was boot-looping. Ts informed her that often when we see a boot-loop like this after an unexpected shutdown, sometimes letting it reboot 5-6 times will resolve the issue. Allowed cns to reboot several time before cns booted normally and entered the software and returned to normal operation. When the cns went down, the staff ensured these patients were being watched alternatively, the duration of the downtime was less than 30 min, no patient harm reported.